Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing came apart event on (B)(6) 2025 the site of detachment was from quick release the insertion site was abdomen. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1:patient city: (B)(6). Patient country: the united states.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record 2309594. The batch 6010292, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010292 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac m12 on 17-nov-2024, with a total of 57,000 units. The sub-assembly: assembly of the lot 4l03286 was manufactured according to the wi version 27 assembled in the quickset line, on 16-nov-2024, with a total of (B)(4). The sub-assembly: assembly of the lot 4l01690 was manufactured according to the wi version 27 assembled in the quickset line, on 17-nov-2024, with a total of (B)(4). The sub-assembly: assembly of the lot 4l01691 was manufactured according to the wi version 27 assembled in the quickset line, on 17-nov-2024, with a total of (B)(4). The sub-assembly: assembly of the lot 4l01692 was manufactured according to the wi version 27 assembled in the quickset line, on 17-nov-2024, with a total of (B)(4). The sub-assembly: gluing of tubing of the lot 4l01862 was manufactured according to the wi version 42 and manufactured in the line 04-05-08, on 13-nov-2024, with a total of (B)(4). The sub-assembly: gluing of tubing of the lot 4l00864 was manufactured according to the wi version 42 and manufactured in the line 04-05-08, on 07-nov-2024, with a total of (B)(4). The sub-assembly: gluing of tubing of the lot 4l01810 was manufactured according to the wi version 42 and manufactured in the line 04-08, on 12-nov-2024, with a total of (B)(4). Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.